Manufacturer narrative:
A patient's charger will not charge their ipg was reported to abbott. A replacement charger did not resolve the issue. The ipg deemed inoperable. No intervention is scheduled at this time. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention may take place to address the issue.